Manufacturer narrative:
(B)(4). One used ls3112 ligasure device was received for evaluation, and the reported issue of an alarm was not confirmed. Examination of the device found it was recognized by the generator and there were no issues with sealing when tested on simulated tissue. However visual inspection found an alternate issue, where one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that an error message would occur when using the device for a hemorrhoid procedure. The generator powering the device was switched, but the same issue occurred. Examination of the received device on november 23, 2016 found one of the snap pins from the jaw is broken and missing. The customer reported that there is no way for anything to be retained and most likely detached during set up.